Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. Initial reporter zip: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had label defects.